Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the device would not mesh. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6), 2018, it was reported that during surgery the device would not mesh. The customer returned a skin graft mesher device, (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports. Product review of the skin graft mesher on may 16, 2018 revealed that the pretest could not be performed due to the damaged comb and roller. There was only 10 washers on the shoulder bolts on both sides instead of the 12 it's supposed to have. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 16, 2018 which included replacement of the roller, damaged comb, latching pin, and washers. Skin graft mesher, serial number 06152, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the pretest could not be performed due to the damaged comb and roller. The cause of the reported event was due to the damaged comb and roller. During the product review it was noted that the pretest could not be performed due to the damaged comb and roller. It is unknown with the information that was provided how this occurred. Therefore the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.